Manufacturer narrative:
H3: product ID (B)(4), serial #: (B)(6) was returned for product analysis. Analysis found the main board was damaged: there were intermittent failures causing connection and charging issues. The lcd was also damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indications for use were fbss leg/back and spinal pain indications. It was reported that the remote unit was not contacting the ins since very recently. The patient stated it was off and on for a month or two but it got really bad last night. The patient stated that they were not able to connect to the controller with or without the recharger cord connected. The patient stated the controller was not responding to anything. The patient tried to reset the controller but that did not resolve the issue. The patient plugged the controller into ac power without the battery pack and the controller did not power up. The patient verified there was a green light on the ac power cord. The patient tried aa batteries and stated there was still no power to the controller. The issue was not resolved. A replacement controller was sent out. No patient symptoms were reported.